Event description:
This ra lead was implanted on (B)(6) 2011 and was explanted on (B)(6) 2018 due to infection and erosion. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).